Event description:
It was reported that patient had a vf episode which required external defib. Externalized conductors were suspected via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.